Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that during a minimal invasive surgery (mis) lumbar fusion case (l3-s1), the site took a 3d navigated scan and implanted screws on the left side of the spine. The surgeon confirmed anatomical accuracy and was satisfied with the left side. However, when moving to the right side and confirming anatomical accuracy before tapping, the navigation showed that the probe was already through the pedicle when placed on the cortical bone. The surgeon completed the right side of the fusion using CT to fluoro. The surgeon worked toward the frame, and the navigated scan was taken with the left tracker on the image acquisition system (ias). After surgery, the manufacturer representative took a navigated scan with the same imaging system and navigation system on a demo spine model and confirmed that the navigation was off and showing deep. This time, the manufacturer representative took the navigated scan with the right tracker. It was further reported that the manufacturer representative went to the site and conducted accuracy checks on the navigation system and imaging system. The manufacturer representative registered a resin head using a trace in the cranial software, which was accurate. They also registered using a touch plus trace, which was also accurate. The manufacturer representative then took a spin on the resin head with the right tracker in the cranial application and it was accurate. They then took one standard and one hd spin, using the right tracker in the spine software, which was also accurate. Lastly, they took one standard and two hd spins on the left side, which was accurate. It was noted that they could not reproduce any inaccuracy. The accuracy was pinpoint on every test they ran and across the entire volume. At this time, the manufacturer representative was confident that there was no need for fu rther action. There was less than an hour delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.1.0, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and according to the case details, anatomical accuracy was achieved on the left side; however, inaccuracies were observed on the right side. Logs captured three sessions on the date of the issue. The logs recorded that the site performed two imaging system auto-registration spins¿one with the left tracker and one with the right tracker¿on the reported issue date. However, the provided logs did not capture any abnormalities that would confirm the cause of the inaccuracy issue. As per the case comments provided on september 30, 2024, the reported behavior could not be reproduced with either imaging system tracker. Based on the information provided suspected movement of anatomy relative to frame during screw placement, but there was no way to confirm this. Logs and archives cannot capture this information so would not be helpful. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.